Manufacturer narrative:
It is unknown whether there was deviation from instructions for use in reprocessing steps for the area where foreign material remained. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. The metal protruding from breakage at the a-rubber is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. - IFU states the preventative measures in gif/cf/pcf-290 series operation manual 3.8 inspection of the endoscopic system: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. - IFU states the preventative measures in gif/cf/pcf-290 series operation manual 3.8 inspection of the endoscopic system: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection.

Manufacturer narrative:
During device evaluation, the reported angulation issue was confirmed: the device did not meet with specifications for bending angles and there was excess play in both directional knobs. During visual examination, the following additional issues were noted: the light cover glass was chipped; the light cover glass adhesive was worn; the optical cover glass adhesive was worn; the distal end cap was damaged; the distal end adhesive was worn and the suction port had a worn color indicator. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the colonovideoscope had a fault in the angulation system. The device was returned to olympus for evaluation. During device evaluation, foreign material was found at the air/water channel. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.